Manufacturer narrative:
All available information was investigated and the reported clip opens while locked and clip open during efaa could not be tested via returned device analysis due to the condition of the returned device (cds was not returned). In addition, the reported entrapment of device (clip caught on chordae) was also not able to be replicated as it was related to patient or procedural/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opens while locked, clip open during efaa, and entrapment of device (clip caught on chordae). The reported patient effects of tissue injury and foreign body in patient appears to be due to troubleshooting maneuvers. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected interventions were results of case specific circumstances as the clip was deployed with the chordae and another clip was deployed to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed leaflet for a mitraclip procedure. During the procedure, the first clip was unable to pass the establish final arm angle (efaa) test, opening to 20¿30 degrees. Troubleshooting resolved the issue, and the clip was successfully deployed. A second mitraclip was implanted without complications. During deployment of the third mitraclip, the clip opened during efaa. Multiple troubleshooting attempts were unsuccessful. The clip detached from the valve and became entangled in the chordae. During standard troubleshooting to remove the clip, a chordae ruptured, necessitating forced deployment of the clip on the chordae. Post-placement, the clip was confirmed to have opened, and single leaflet device attachment (slda) was subsequently identified. An additional mitraclip xt was deployed to stabilize the third clip. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay. On (B)(6) 2025, the mitraclip xt had complete detachment from the valve and reached renal artery. Echocardiography revealed tissue damage. Per the physician, the patient's fragile leaflet, large valve orifice and annulus along with the procedural steps contributed to detachment of the leaflets. On (B)(6) 2025, a mitral valve replacement surgery was performed and all the three implanted clips were removed from the anatomy. The fourth clip was unable to be removed from renal artery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed leaflet for a mitraclip procedure. During the procedure, the first clip was unable to pass the establish final arm angle (efaa) test, opening to 20¿30 degrees. Troubleshooting resolved the issue, and the clip was successfully deployed. A second mitraclip was implanted without complications. During deployment of the third mitraclip, the clip opened during efaa. Multiple troubleshooting attempts were unsuccessful. The clip detached from the valve and became entangled in the chordae. During standard troubleshooting to remove the clip, a chordae ruptured, necessitating forced deployment of the clip on the chordae. Post-placement, the clip was confirmed to have opened, and single leaflet device attachment (slda) was subsequently identified. An additional mitraclip xt was deployed to stabilize the third clip. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay. On an unknown day, the mitraclip xt had complete detachment from the valve and reached renal artery. Echocardiography revealed tissue damage. On (B)(6) 2025, a mitral valve replacement surgery was performed and all the three implanted clips were removed from the anatomy. The fourth clip was unable to be removed from renal artery.